Event description:
It was reported that charging port damage occurred on device. There was no reported impact to the customer¿s blood glucose level. Customer declined additional troubleshooting, and support documented issue and closed case with no further action required.